Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable potassium result from the cobas 6000 c 501 analyzer. The initial result was 9.72 mmol/l, and the repeat result was 2.83 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found that there was a broken rinse mechanism tube. He cut back ripped tubes, performed mechanical checks, ran an ise check, and performed precision testing. The customer ran calibration and qc. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.